Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead was previously programmed to turn off lv sensing due to noise and a low out of range pace impedance measurement. Recently the lv lead started exhibiting high out of range pace impedance measurements. This patient cannot tolerate unipolar pacing due to muscle stimulation, so the ICD was programmed lv tip to lv ring. Boston scientific technical services (ts) discussed the possibility of a lv lead conductor fracture and recommended additional testing. The plan was to schedule a follow-up check with the patient. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) was emitting tones. It was noted that the ICD and left ventricular (lv) lead from another manufacturer exhibited a low out of range pace impedance measurement. A possible lead insulation issue was suspected. Boston scientific technical services (ts) discussed further testing and programming options. The ICD remains in service. No adverse patient effects were reported.